Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 ¿ SEPTEMBER 30, 2015) THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED (B)(6) REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 454 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE EVENT DATE LISTED ON THIS FORM IS THE FIRST DAY OF THE YEAR FOR THE CURRENT REPORTING PERIOD; THE DATE OF THE REPORT IS THE DATE THAT THE INFORMATION WAS PROVIDED TO MEDTRONIC.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES IN THE ATTACHED FILE.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 - SEPTEMBER 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015. THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. F INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q3 2015 THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 - SEPTEMBER 30, 2015) THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: ENDING JULY 2015 THE ATTACHED UPDATE CONTAINS ADDITIONAL INFORMATION FOR PREVIOUSLY-REPORTED (B)(6) SERIOUS INJURY COMPLAINTS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 ¿ SEPTEMBER 30, 2015). A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 ¿ SEPTEMBER 30, 2015) . THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2015 (JULY 1, 2015 ¿ SEPTEMBER 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701106807-50612-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701106807-56157-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-1119660-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C64343;C53269;701106807-2056993-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701106807-2264068-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62876;701106807-2600963-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C62917;701106807-2600963-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126 ;701106807-2625720-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-2942284-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-2949482-20,I,SI,55,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-2952396-20,I,SI,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-2985714-20,I,SI,169,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-2987848-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-2996681-20,I,SI,332,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3022015-20,I,SI,91,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3022015-20-1,S,SI,237,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701106807-3022024-20,I,SI,281,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3022248-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3038169-20,I,SI,176,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3038169-20-1,S,SI,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3042124-20,I,SI,262,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3043168-20,I,SI,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C62876;701106807-3043168-20,S,,,,,;701106807-3043168-20,S,,,,,;701106807-3043168-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C64343;C53269 ;701106807-3043168-20-1,S,,,,,;701106807-3043168-20-1,S,,,,,;701106807-3043168-20-2,S,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C62876;701106807-3043168-20-2,S,,,,MCS-P3-31-AOA,;701106807-3043168-20-2,S,,,,,;701106807-3052216-20,I,SI,219,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3053253-20,I,SI,308,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3053253-20-1,S,SI,98,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3068732-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3071872-20,I,SI,345,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3075170-20,I,SI,246,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3092535-20,I,SI,339,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3095812-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701106807-3097207-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3105207-20-1,S,SI,61,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3105207-20-2,S,SI,308,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3105833-20,I,SI,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62876;701106807-3106627-20,I,SI,173,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701106807-3121963-20,I,SI,341,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3121963-20,S,,,,,;701106807-3128073-20,I,SI,357,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3130045-20,I,SI,256,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3142349-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3145630-20,I,SI,128,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3164300-20,I,SI,281,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C53269;701106807-3182516-20,I,SI,263,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3183887-20,I,SI,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3221148-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3228274-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3228274-20,S,,,,,;701106807-3229342-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3266293-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701106807-3266293-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701106807-3282631-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3286309-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3289101-20,I,SI,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3289101-20,S,,,,,;701106807-3297241-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C76126;701106807-3297252-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3305568-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701106807-3317131-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3319861-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3325574-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3325577-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3327118-20,I,SI,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3337417-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3341079-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3350213-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3350213-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62917;C64343;701106807-3352898-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C53269;701106807-3354315-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA; MCS-P3-29-AOA ,C76126;701106807-3354315-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA; MCS-P3-29-AOA,C62917;C64343;701106807-3354865-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3357249-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3357256-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3362161-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701106807-3362198-20,I,SI,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701106807-3362336-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701106807-3362390-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3362607-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3362607-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701106807-3363752-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3363904-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3364239-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3365543-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C76126;701106807-3366171-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3367864-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3368005-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3368005-20-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3368005-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3369205-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3369948-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3374758-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3375365-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C64343;C53269;701106807-3378466-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3378466-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701106807-3378466-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701106807-3378817-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269 ;701106807-3379753-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3379753-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62917;701106807-3379753-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3379840-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3379840-20,S,SI,,,,;701106807-3380274-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3380773-20,I,SI,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3381227-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3381443-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126 ;701106807-3381443-20,S,,0,,,;701106807-3381443-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3381443-20-1,S,,0,,,;701106807-3383574-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3384316-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3385466-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3390428-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62917;C64343;C53269;701106807-3390428-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C64343;C53269;701106807-3390428-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;C64343;701106807-3392145-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3394707-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3395165-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3395938-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3400081-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3400333-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3401161-20,I,SI,70,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3401739-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C64343;C53269;701106807-3401776-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C64343;C53269;701106807-3401776-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3401841-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3401841-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3401841-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3401982-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3402094-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3402637-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3404660-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3404943-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3405054-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3405735-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3408637-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3409241-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3409587-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3409979-20,I,SI,40,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3409979-20-1,S,SI,39,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3409979-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701106807-3410149-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3410991-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3410999-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3413289-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3413993-20,I,SI,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C62876;701106807-3414474-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3414760-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3414833-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3414947-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3415683-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3416048-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701106807-3416048-20-2,S,SI,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3417438-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3417438-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3417438-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3417769-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3418979-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C64343;C53269;701106807-3418979-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C64343;C53269;701106807-3420365-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701106807-3420582-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3420582-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3421035-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701106807-3422963-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3424917-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3425666-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3426821-20,I,SI,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3426821-20,S,,,,,;701106807-3430538-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3432435-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3432435-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3434352-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3435512-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3437921-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3438555-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3439828-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269 ;701106807-3440890-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3442282-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701106807-3442455-20,I,SI,Incorrectly reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3442455-20,S,,0,,,;701106807-3442591-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3442591-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3443457-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3444183-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3445461-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3445491-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3445574-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3446173-20,I,SI,Not reported,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62876;C64343 ;701106807-3446173-20,S,,50,,,;701106807-3446570-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3446920-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3447912-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3448307-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3448527-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3449137-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3449296-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3449296-20,S,SI,,,,;701106807-3449381-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3449846-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269 ;701106807-3450219-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3450297-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3450352-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3450468-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3450530-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3450557-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3450557-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3450613-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3450663-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3451041-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3451074-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701106807-3451074-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3451136-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3451136-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3451136-20-2,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3451145-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3451185-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3451185-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3451721-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C64343;C53269;701106807-3451721-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3452271-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C62876;C64343;701106807-3452271-20,S,,,,,;701106807-3452503-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3453079-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3453316-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3453576-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3453620-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3453853-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3453853-20,S,SI,,,,;701106807-3454109-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C64343;C53269;701106807-3454109-20,S,,1,,,;701106807-3454109-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C64343;C53269;701106807-3454182-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3454447-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3454454-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3454779-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3454796-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3454824-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3454835-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269 ;701106807-3454873-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3454889-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3455611-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3455611-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3456289-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3457255-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3457590-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3457590-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126 ;701106807-3457726-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3457726-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C64343;C53269;701106807-3457893-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3457917-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3457955-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3458183-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3458464-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3458775-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3458779-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269 ;701106807-3458850-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3458906-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126 ;701106807-3458906-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C64343;C53269;701106807-3458911-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701106807-3459284-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3459284-20-1,S,SI,Incorrectly reported or prior to valve implant.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3459284-20-1,S,,,,,;701106807-3459356-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3459356-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C64343;C53269;701106807-3459469-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269 ;701106807-3460219-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3460221-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3460235-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3460235-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3460341-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3460684-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3460967-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3460967-20,S,,,,,;701106807-3460967-20,S,,,,,;701106807-3461251-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C62917;C64343;701106807-3461623-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3461713-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701106807-3461722-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269 ;701106807-3461770-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3461916-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C64343;C53269;701106807-3461976-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3462555-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C64343;C53269;701106807-3462774-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701106807-3464132-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3464510-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3464510-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3465367-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3465574-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3465631-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3465680-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126 ;701106807-3465680-20,S,,,,,;701106807-3465680-20,S,,,,,;701106807-3465680-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126 ;701106807-3465680-20-1,S,,,,,;701106807-3465680-20-1,S,,,,,;701106807-3466227-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3466227-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3466227-20-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3466267-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3467101-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3467751-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3467996-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C62917;C64343;701106807-3468008-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3468146-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701106807-3468146-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C62876;701106807-3468146-20-1,S,,,,,;701106807-3468146-20-1,S,,,,,;701106807-3468179-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3468207-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3468303-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3468570-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701106807-3469233-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3469233-20,S,,,,,;701106807-3469233-20,S,,,,,;701106807-3469317-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C64343;C53269;701106807-3469317-20,S,,,,,;701106807-3469317-20,S,,,,,;701106807-3469376-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3469485-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3469744-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3469854-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3470091-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3470174-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3470341-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3470564-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3470564-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3471221-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3471670-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3471881-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3471994-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3472265-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3472476-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3472476-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3472589-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3472589-20-1,S,SI,47,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3473211-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3473591-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3473591-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3474065-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701106807-3474451-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701106807-3474471-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3474644-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701106807-3474912-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3474912-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3474968-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3475015-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;C53269;701106807-3475015-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701106807-3475127-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701106807-3475247-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701106807-3475759-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3475909-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62876;701106807-3475909-20,S,,,,,;701106807-3476502-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C64343;C53269;701106807-3476637-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3476742-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3476742-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3477090-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3477090-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3477256-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3477497-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3477513-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3477642-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3477988-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3478112-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3478112-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3478339-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62876;C64343;701106807-3478339-20,S,,,,,;701106807-3478339-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62876;C64343 ;701106807-3478972-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3478972-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3479018-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C62876;701106807-3479018-20,S,,,,,;701106807-3479018-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3479391-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3479545-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3480199-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126 ;701106807-3480199-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3480225-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3480274-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3480777-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3480777-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3480777-20-2,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3481204-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3481326-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3481412-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3481414-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3481607-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3481619-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3481801-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126 ;701106807-3481801-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3482144-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3482144-20,S,,,,,;701106807-3482291-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3482470-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3482474-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3482521-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3482521-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3482648-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3482673-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3482709-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3482821-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3483141-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3483237-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701106807-3483237-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3483310-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3483427-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3484053-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3484192-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3484192-20,S,,,,,;701106807-3484843-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3485408-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3485930-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3486011-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3486442-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3486442-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3486446-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701106807-3486843-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3487068-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3487367-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C64343;C53269;701106807-3487432-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62917;701106807-3487499-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701106807-3487499-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3487610-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C62917;701106807-3487630-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3487630-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3488124-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C64343;C53269;701106807-3488237-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3488600-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3488640-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701106807-3488731-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3488937-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3488937-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3489034-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3489086-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701106807-3489086-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701106807-3489119-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701106807-3489228-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3489336-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C64343;C53269;701106807-3489348-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3489348-20,S,,4,,,;701106807-3489390-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3489410-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3489835-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3489853-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3490031-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3490031-20,S,,,,,;701106807-3490031-20,S,,,,,;701106807-3490089-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C64343;C53269;701106807-3490089-20,S,,,,,;701106807-3490357-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701106807-3490365-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3490515-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269 ;701106807-3490915-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3491053-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701106807-3491087-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701106807-3491431-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3491431-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126 ;701106807-3491719-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701106807-3491890-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3492045-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3492407-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3492407-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701106807-3492506-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3492506-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3492567-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701106807-3492567-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269 ;701106807-3492567-20-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701106807-3492703-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3492934-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701106807-3492948-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269 ;701106807-3492948-20,S,,,,,;701106807-3492948-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701106807-3493083-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701106807-3493169-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701106807-3493181-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3493262-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3493522-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701106807-3493836-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701106807-3494031-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269 ;701106807-3494095-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701106807-3494322-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3494322-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3494654-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C64343;C53269;701106807-3494654-20,S,,,,,;701106807-3494821-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269 ;701106807-3495108-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701106807-3495108-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701106807-3495197-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C62876;701106807-3495357-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3495387-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701106807-3495401-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126